Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received critical pump error alarm on their device. The customer's blood glucose level was reported to be 115.2mg/dl. It was reported that the pump would be replaced and returned for analysis.

Manufacturer narrative:
The pump was received with a blank display due to a corroded electronic assembly. The motor, battery and tube assemblies were found with traces of corrosion. The pump failed the leak test. The pump leaked at a crack on the back of the case. Unable to perform the functional tests, including the self test, rewind, seating, basic occlusion, occlusion, force sensor, displacement or verify critical pump error due to the blank display. The pump was received with a cracked case on the back at the battery tube area and battery tube threads. The pump was received with a cracked keypad overlay at the select button. The pump was received with a stained serial number label. The pump was received with minor scratches on the display window, case and keypad overlay.